Event description:
The inspection of the citadel bed conducted by an arjo service technician revealed the partially detached side rail panel. The side rail lower arm (part of the side rail assembly) was disconnected from the bed. No patient was involved at that time. No injury was claimed.

Manufacturer narrative:
The review of post-market surveillance data revealed that the main factor which could lead to the side rail detachment might be related to an excessive force applied to the side rail. This is in line with the side rail condition and the photographic evidence provided. The side rail lower arm (part of the side rail assembly) was disconnected from the bed causing the side rail was partially detached and did not lock. The device evaluation revealed also the missing headboard however it is not related to the side rail detachment. The instructions for use for citadel bed (830-213-en) state to: ¿make sure the locking mechanism is securely engaged when the side rails are raised.¿ additionally, the caregiver should check operation of the side rails daily. If the result of the test is unsatisfactory, contact arjo. Based on the analysis of the complaints, the external excessive force must first compromise the integrity of the safety side prior to detachment. The arjo device failed to meet its performance specification since the side rail was partially detached. There is no indication that the device was used for a patient treatment when the malfunction occurred. This complaint is deemed reportable due to the side rail partial detachment. No injury was reported.